Event description:
Reportedly, the dragonfly opstar imaging catheter was successfully used to complete imaging in the right coronary (rca) artery. Resistance was felt while attempting to remove the catheter from the vessel, and therefore, traction was applied, and the catheter and guidewire were successfully removed. Upon removal, the catheter's monorail was found to be bent and kinked, and the distal part of the non-abbott guidewire was found to be separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The photo received shows the guidewire exit notch was torn and the guidewire is coming out too far distal and into the blue pebax tip.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to remove was not able to be confirmed as it was based on operational circumstances. The reported bend/kink and torn guidewire exchange minirail was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to remove from the guidewire and damage/tear to the guidewire exchange minirail appears to be related to circumstances of the procedure. The catheter was returned with a tear to the guidewire exit notch distal edge, which is consistent as an effect of the reported difficulty to remove the imaging catheter from the guidewire. In this case, it is likely that the guidewire condition which was noted to be spiraled caused the reported difficulty removing the imaging catheter and the observed torn guidewire exit notch. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.